Event description:
It was reported that the user fell on a rollator seat and it cracked during use. The user sustained an elbow laceration. Should additional relevant information become available, a supplemental report will be submitted.